Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon told us that the jaw of the device (ligamax 5) broke when he was putting the clip. Another device was used to complete the procedure. There were no adverse consequences for the patient. (B)(4)

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.